Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, when the physician was having issues with the scope suction, it was noted that the sponge got detached, and got stuck inside the working channel of the scope. A water soluble lubricant was not applied to the cap. The procedure was completed with another scope. Reportedly, the original scope was sent out for repair to remove the sponge. There were no patient complications reported as a result of this event.